Event description:
The pt reported lower blood glucose readings with one bottle of 1k524b and 1 bottle of lot 1a616a. Approximately 2 weeks ago, the pt opened the first bottle of test strips from a box, lot 1k524b and they worked fine. Some time this week, the pt opened the second bottle of test strips from the same box and performed a side by side blood glucose comparison using a test strip from the second bottle vs a bottle different brand test strips(649685a, code 8, exp. 10/98. He obtained a blood glucose test result of 70 mg/dl with the brand strip lot 1a616a. With another brand, the pt obtained a test result of 107mg/ml. The desiccant is in all the brand bottles. The pt meter was set to the correct code on all tests. The pt does not have normal control solution or a check strip. He stores the test strips in the kitchen.